Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), infection ("infection nos") and hypersensitivity ("allergic reaction"). The patient was treated with surgery (removal of fallopian tubes). At the time of the report, the pelvic pain, infection and hypersensitivity outcome was unknown. The reporter considered hypersensitivity, infection and pelvic pain to be related to essure. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), infection ("infection nos") and hypersensitivity ("allergic reaction"). The patient was treated with surgery (removal of fallopian tubes). At the time of the report, the pelvic pain, infection and hypersensitivity outcome was unknown. The reporter considered hypersensitivity, infection and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 25-mar-2019: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device location of device: unknown/migration'), device breakage ('device breakage'), pelvic pain ('persistent pelvic pain/chronic') and genital haemorrhage ('general, abnormal bleeding') in a 44-year-old female patient who had essure (batch no. 626504) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic adhesions, dermatitis and pelvic adhesions. On (B)(6) 2009 essure confirmation test should total bilateral occlusion. Concurrent conditions included multigravida, parity 1, itching, nasal congestion, rhinitis, perennial rhinitis, rash, hives, pain in hip and herpes zoster. Concomitant products included betacarotene;bioflavonoids;biotin;calcium ascorbate;calcium pantothenate;calcium phosphate;choline bitartrate;chromic chloride;cholecalciferol;copper sulfate;cyanocobalamin;folic acid;hesperidin;inositol;iron amino acid chelate;lycopene;lysine hydrochloride;magnesium oxide;manganese sulfate;molybdenum trioxide;nicotinamide;phytomenadione;potassium iodide;potassium sulfate;pyridoxine hydrochloride;retinol acetate;riboflavin;selenomethionine;silicon dioxide, colloidal;sodium borate decahydrate;thiamine mononitrate;tocopheryl acid succinate;ubidecarenone;zinc oxide (multivitamin & mineral), drospirenone;ethinylestradiol (yasmin), fluticasone propionate (flonase allergy relief) from (B)(6) 2011 to (B)(6) 2012, ibuprofen from (B)(6) 2011 to (B)(6) 2012, methylphenidate hydrochloride (concerta) from (B)(6) 2011 to (B)(6) 2012, nsaids since (B)(6) 2009 and paracetamol (acetaminophen) since(B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. In july 2009, the patient experienced depression ("psychological or psychiatric problems condition: depression/psych injury") and anxiety ("psychological or psychiatric problems condition: mental anguish/psych injury"). In september 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In october 2012, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2013, the patient experienced allergy to metals ("nickel allergy"), 3 years 11 months after insertion of essure. On (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), infection ("infection nos"), hypersensitivity ("allergic reaction"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal/ vaginal infection"), abdominal pain ("abdominal pain"), back pain ("back pain"), rash ("rash/skin condition") and skin disorder ("rash/skin condition"). The patient was treated with surgery (removal of fallopian tubes, laparotomy). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, device breakage, infection, hypersensitivity, vaginal haemorrhage, depression and anxiety outcome was unknown and the pelvic pain, genital haemorrhage, menorrhagia, vaginal infection, allergy to metals, dysmenorrhoea, abdominal pain, back pain, rash and skin disorder had resolved. The reporter considered abdominal pain, allergy to metals, anxiety, back pain, depression, device breakage, device dislocation, dysmenorrhoea, genital haemorrhage, hypersensitivity, infection, menorrhagia, pelvic pain, rash, skin disorder, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: three coil on the left one coil on the right from the level of the entry of the tubal ostia. Received treatment for pain, bleeding, nickel allergy, breakage/ expulsion, migration, bladder/urinary problems : yes concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: dysmenorrhea, pelvic pain, allergy to metal. Batch number: 626504 manufacture date: 2008-01 expiration date:2009-12 . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Reporter information added. Event : back pain, general, abnormal bleeding, rash/skin condition added. Outcome of the event pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), nickel allergy,vaginal infection were updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('malposition of essure device location of device: unknown/migration/migration of essure device location of device: uterine cornu'), device breakage ('device breakage'), pelvic pain ('persistent pelvic pain/chronic') and genital haemorrhage ('general, abnormal bleeding') in a 44-year-old female patient who had essure (batch no. 626504) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "device monitoring procedure not performed". The patient's medical history included pelvic adhesions, dermatitis and pelvic adhesions. On (B)(6) 2009 essure confirmation test should total bilateral occlusion. Concurrent conditions included multigravida, parity 1, itching, nasal congestion, rhinitis, perennial rhinitis, rash, hives, pain in hip and herpes zoster. Concomitant products included betacarotene;bioflavonoids nos;biotin;calcium ascorbate;calcium pantothenate;calcium phosphate;choline bitartrate;chromic chloride;colecalciferol;copper sulfate;cyanocobalamin;folic acid;hesperidin;inositol;iron amino acid chelate;lycopene;lysine hydrochloride;magnesium oxide;manganese sulfate;molybdenum trioxide;nicotinamide;phytomenadione;potassium iodide;potassium sulfate;pyridoxine hydrochloride;retinol acetate;riboflavin;selenomethionine;silicon dioxide, colloidal;sodium borate decahydrate;thiamine mononitrate;tocopheryl acid succinate;ubidecarenone;zinc oxide (multivitamin & mineral), bupropion hydrochloride (wellbutrin), drospirenone;ethinylestradiol (yasmin), fluticasone propionate (flonase allergy relief) from 2-sep-2011 to 26-oct-2012, ibuprofen from 2-sep-2011 to 26-oct-2012, methylphenidate hydrochloride (concerta) from 2-sep-2011 to 26-oct-2012, nsaids since 1-jun-2009, paracetamol (acetaminophen) since (B)(6) 2009 and tramadol hydrochloride (tramadole). On (B)(6) 2009, the patient had essure inserted. In july 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 4 years 2 months after insertion of essure. In july 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems condition: depression/psych injury"), anxiety ("psychological or psychiatric problems condition: mental anguish/psych injury"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines / headaches"), nausea ("nausea,") and fatigue ("fatigue"). On (B)(6) 2013, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), infection ("infection nos"), hypersensitivity ("allergic reaction"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal/ vaginal infection"), abdominal pain ("abdominal pain"), back pain ("back pain"), rash ("rash/skin condition") and skin disorder ("rash/skin condition"). The patient was treated with surgery (removal of fallopian tubes, laparotomy). Essure was removed on (B)(6) 2013. At the time of the report, the device expulsion, device breakage, infection, hypersensitivity, vaginal haemorrhage, depression, anxiety, female sexual dysfunction, migraine, nausea and fatigue outcome was unknown and the pelvic pain, genital haemorrhage, menorrhagia, vaginal infection, allergy to metals, dysmenorrhoea, abdominal pain, back pain, rash and skin disorder had resolved. The reporter considered abdominal pain, allergy to metals, anxiety, back pain, depression, device breakage, device expulsion, dysmenorrhoea, fatigue, female sexual dysfunction, genital haemorrhage, hypersensitivity, infection, menorrhagia, migraine, nausea, pelvic pain, rash, skin disorder, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: three coil on the left one coil on the right from the level of the entry of the tubal ostia. Received treatment for pain, bleeding, nickel allergy, breakage/ expulsion, migration, bladder/urinary problems : yes discrepancy regarding essure confirmation test, earlier hsg done now as per pfs essure confirmation test was not done. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: dysmenorrhea, pelvic pain, allergy to metal. Batch number: 626504 . Manufacture date: 2008-01 expiration date:2009-12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-dec-2019: pfs received- new events apareunia (inability to have sexual intercourse), migraines / headaches, nausea, fatigue, device monitoring procedure not performed were added. Concomitant drug were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device location of device: unknown'), device breakage ('device breakage') and pelvic pain ('persistent pelvic pain') in a 44-year-old female patient who had essure (batch no. 626504) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic adhesions, dermatitis and pelvic adhesions. On (B)(6) 2009 essure confirmation test should total bilateral occlusion. Concurrent conditions included multigravida, parity 2, itching, nasal congestion, rhinitis, perennial rhinitis, rash, hives, pain in hip and herpes zoster. Concomitant products included betacarotene;bioflavonoids;biotin;calcium ascorbate;calcium pantothenate;calcium phosphate;choline bitartrate;chromic chloride;cholecalciferol;copper sulfate;cyanocobalamin;folic acid;hesperidin;inositol;iron amino acid chelate;lycopene;lysine hydrochloride;magnesium oxide;manganese sulfate;molybdenum trioxide;nicotinamide;phytomenadione;potassium iodide;potassium sulfate;pyridoxine hydrochloride;retinol acetate;riboflavin;selenomethionine;silicon dioxide, colloidal;sodium borate decahydrate;thiamine mononitrate;tocopheryl acid succinate;ubidecarenone;zinc oxide (multivitamin & mineral), drospirenone;ethinylestradiol (yasmin), fluticasone propionate (flonase allergy relief) from (B)(6) 2011 to (B)(6) 2012, ibuprofen from (B)(6) 2011 to (B)(6) 2012, methylphenidate hydrochloride (concerta) from (B)(6) 2011 to (B)(6) 2012, nsaids since (B)(6) 2009 and paracetamol (acetaminophen) since (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. In july 2009, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). In september 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In october 2012, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2013, the patient experienced allergy to metals ("nickel allergy"), 3 years 11 months after insertion of essure. On (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced infection ("infection nos"), hypersensitivity ("allergic reaction"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal") and abdominal pain ("abdominal pain"). The patient was treated with surgery (removal of fallopian tubes, laparotomy). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, device breakage, infection, hypersensitivity, menorrhagia, vaginal haemorrhage, vaginal infection, depression, anxiety, allergy to metals and dysmenorrhoea outcome was unknown and the pelvic pain and abdominal pain was resolving. The reporter considered abdominal pain, allergy to metals, anxiety, depression, device breakage, device dislocation, dysmenorrhoea, hypersensitivity, infection, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: three coil on the left one coil on the right from the level of the entry of the tubal ostia. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: dysmenorrhea, pelvic pain, allergy to metal. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet and medical records received. Lot number added. Events added from pfs- abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: vaginal, psychological or psychiatric problems condition: depression and mental anguish, malposition of essure device location of device, nickel allergy, dysmenorrhea (cramping), abdominal pain, device breakage. Outcome of event pelvic pain were updated. Reporter information, concomitant drug, medical history, lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device location of device: unknown'), device breakage ('device breakage') and pelvic pain ('persistent pelvic pain') in a 44-year-old female patient who had essure (batch no. 626504) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic adhesions, dermatitis and pelvic adhesions. On (B)(6) 2009 essure confirmation test should total bilateral occlusion. Concurrent conditions included multigravida, parity 1, itching, nasal congestion, rhinitis, perennial rhinitis, rash, hives, pain in hip and herpes zoster. Concomitant products included betacarotene;bioflavonoids;biotin;calcium ascorbate;calcium pantothenate;calcium phosphate;choline bitartrate;chromic chloride;cholecalciferol;copper sulfate;cyanocobalamin;folic acid;hesperidin;inositol;iron amino acid chelate;lycopene;lysine hydrochloride;magnesium oxide;manganese sulfate;molybdenum trioxide;nicotinamide;phytomenadione;potassium iodide;potassium sulfate;pyridoxine hydrochloride;retinol acetate;riboflavin;selenomethionine;silicon dioxide, colloidal;sodium borate decahydrate;thiamine mononitrate;tocopheryl acid succinate;ubidecarenone;zinc oxide (multivitamin & mineral), drospirenone;ethinylestradiol (yasmin), fluticasone propionate (flonase allergy relief) from (B)(6) 2011 to (B)(6) 2012, ibuprofen from (B)(6) 2011 to (B)(6) 2012, methylphenidate hydrochloride (concerta) from (B)(6) 2011 to (B)(6) 2012, nsaids since (B)(6) 2009 and paracetamol (acetaminophen) since (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. In july 2009, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). In september 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In october 2012, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2013, the patient experienced allergy to metals ("nickel allergy"), 3 years 11 months after insertion of essure. On (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced infection ("infection nos"), hypersensitivity ("allergic reaction"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal") and abdominal pain ("abdominal pain"). The patient was treated with surgery (removal of fallopian tubes, laparotomy). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, device breakage, infection, hypersensitivity, menorrhagia, vaginal haemorrhage, vaginal infection, depression, anxiety, allergy to metals and dysmenorrhoea outcome was unknown and the pelvic pain and abdominal pain was resolving. The reporter considered abdominal pain, allergy to metals, anxiety, depression, device breakage, device dislocation, dysmenorrhoea, hypersensitivity, infection, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: three coil on the left one coil on the right from the level of the entry of the tubal ostia. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: dysmenorrhea, pelvic pain, allergy to metal. Batch number: 626504 manufacture date: 2008-01 expiration date:2009-12. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.